Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded an out of range shock impedance measurement. Boston scientific technical services (ts) reviewed data from the system and provided trouble shooting recommendations. A commanded shock was performed and high shock impedances were returned. The physician is planning to schedule a lead replacement. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that indicated that the patient was seen in the clinic and testing was performed per boston scientific technical services recommendations. The testing did not reproduce any out of range measurements but some chronic high frequency noise was noted on the shock channel. The physician elected not to perform a revision procedure and will continue monitoring the system via the remote monitoring system.